Event description:
While drilling the central hole for the baseplate, the surgeon reports metal shavings are extruded from the drill guide. Surgeon used bulb lavage and suction to remove the shavings. The amount of the debris remaining in the wound site, if any, was not reported.

Manufacturer narrative:
The returned device is currently undergoing engineering eval.